Event description:
It was reported that the device had an over temperature alarm. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. The unit looks in good condition, no cracks or damages visible upon visual inspection. The functional test was done in according to qcp 026. All measured electrical values in according to iec62353 are valid. Device is working as expected. No further problem found. Electrical safety and functional test passed. The issue was not confirmed. The root cause is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.